Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient had low flow alarm on (B)(6) 2021 at 20:45 with pump speed and pulse index at 0 and reported bleeding over the weekend and getting diuresis over the 2 days prior. Additional information was requested but not provided.

Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of the submitted log files confirmed an intentional pump stop, and the account reported that the pump stop was due to the nurse accidentally pressing the vad stop button. A direct correlation between heartmate 3 lvas, and the reported bleeding and diuresis could not be conclusively established through this evaluation. The controller event log file contained relevant data from (B)(6) 2021 09:14:00 through (B)(6) 2021 08:55:37. Low speed and low flow events were captured on (B)(6) 2021, which were consistent with the time of implant. A pump stop was captured on (B)(6) 2021 at 20:46:10. The vad was off for approximately 3 seconds, and low speed and flow events were captured during this pump off event. No other atypical events were captured. Despite these events, the pump appeared to function as intended. The lvad event log file also captured the reported pump stop on (B)(6) 2021. The controller and lvad periodic captured the pump operating as intended. The account reported that the patient had a low flow alarm and pump stop on (B)(6) 2021 at 20:45. The patient also experienced bleeding and had diuresis. The account communicated that the pump stop was due to the nurse accidentally pressing the vad stop button. The patient remains ongoing on heartmate 3 lvas, no product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. The IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.